Event description:
Pocket infection was reported. The lead was removed. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed out of spec analysis. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4): the full lead was returned and analyzed and found the proximal conductor fractured. All conductors had blood/body fluid (not obstructed), the outer insulation breached (clavicle-rib crush), outer insulation cosmetic environmental stress crack, outer insulation cosmetic depression.